Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that sometimes the patient's implant charged quickly and other times their implant took quite a bit more time to charge and it charged rather slowly. The patient said their settings had been pretty consistent and sometimes they would turn the stimulation up or down but they don't have adaptive stimulation yet and hasn't changed groups. They reported that a slow charging session was if they were at (B)(4)% and it took them 50 minutes to charge to full. A fast charging session was when they were at (B)(4)% and were able to get fully charged within an hour. It was reviewed how recharge quality could affect charging time. The patient said they made sure that they always received excellent charge quality but that if they hardly breathed they needed to check the antenna on the right spot and they checked the recharger quality to make sure it was excellent every 10 minutes. The patient didn't use a belt but sat up against a chair so the antenna was held in place. The patient was advised to follow up with their healthcare provider if the issue continued. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the controller showed "software screen, cannot continue" when they attempted to recharge. They noticed that the implant recharge time was fast sometimes, but sometimes it took a long time. The recharge speeds were intermittent. They got excellent recharge quality and the green light was on. They had never changed the speed of charging and they charged on the fastest speed. The patient disconnected and reconnected the recharger and had re-seated the battery pack. The ac adaptor was connected to the ac adaptor and the lithium ion battery pack was in use. The software problem details included 1-intellis, 2- 3.0, 3-243, 4-qf_port. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(4) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the slow recharge issue was difficulty recharging. The patient was given a recommendation for antenna placement and the issue was resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jul-20. It was reported that the patient was having difficulty with their charging the last few weeks ((B)(6) 2018). They charged at 60% and it took 1 hour to get to 100%. Previously they were able to get from 30 to 100% in maybe an hour. Previously it took 2 hours to get from 20 to 100%. The charging time was so much longer than it once was. The patient could feel the implantable neurostimulator (ins). They saw "excellent" when charging but if they took a deep breath or reached over it would show "good." The patient charged form 30 to 50% pretty quickly but then it would "stall out" and take a long time to get form 50-100%. They would stand like a statue while charging to maintain a good connection. It was reported by the caller that when implanted they were told that it should not be taking that long to charge the ins. It was confirmed that these issues started in the last few weeks. Currently the patient was on program b and seldom had intensity at a high settings. The patient charged every other night. It was noted that the patient would switch to program a for a higher dosage depending on their activity level. The patient did not change their settings often and confirmed that the charging time changed within the same setting. Their main concern was the length of time it took to charge up. After reviewing how to maintain excellent quality, adjusting recharge speed mode, and charging with the ins off, the consumer noted that they would follow-up with their hcp if needed. No further complications were reported.